Event description:
The monomer vials shattered upon opening. There was no adverse consequences for the pt or the or staff opening the vials.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that the event may be attributed to user technique or a large variation of the "break strength". A reduction in the nominal break strength will be reviewed with the ampoule MFR.